Event description:
The customer reported that the dose was too high. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Te dose was adjusted. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible aro. (Accidental radiation occurrence)